Manufacturer narrative:
Investigation in progress but not yet complete. Device is unable to be shipped as it cannot be sterilized.

Manufacturer narrative:
The reported event could not be confirmed because the complained device was not returned. The investigation conducted are based on the test of the retain samples and the reviews of the batch manufacturing records (bmr). The devices are manufactured in limerick (ireland). So the complaint information was forwarded to the manufacturing facility. Final functional testing was performed prior to releasing batch (B)(4), all testing was within specification and met the functional testing acceptance criteria. The reviews of the bmr were completed and no discrepancies were recorded. It has been confirmed that the products and their components (liquid and powder components) were manufactured per validated conditions. Based on investigation and statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. Device was not returned for investigation.

Event description:
It was reported that hydroset was used in the field but would not harden in its final state. It was scooped out and left to sit a little longer. Once it was reapplied, it turned back into liquid form. After waiting for the full 10-12 minutes before reapplying, the hydroset could finally be packed in to sit in the desired area.

Event description:
It was reported that hydroset was used in the field but would not harden in its final state. It was scooped out and left to sit a little longer. Once it was reapplied, it turned back into liquid form. After waiting for the full 10-12 minutes before reapplying, the hydroset could finally be packed in to sit in the desired area.